Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs 100 intra-aortic balloon pump (iabp) had autofill failure alarm. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3 .h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) upon inspection, found that "the iabp machine was functioning normally. No autofill failure alarm was detected during inspection." Performed a complete system check of the iabp machine: normal. Ran a 3-hour test, machine functioning normally. Machine tested and found to be working normally.